Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. The patient code (B)(4) no longer applies. The conclusion code no longer applies.

Event description:
Additional information was received in two patient letters that they had good results from the neurostimulator trial. The health care professional (hcp) did the implant on (B)(6). After the soreness and swelling subsided, the patient noticed that they had very little relief. The patient contracted the help of manufacturer representative and met them to adjust the coverage area for better relief. After 3 different meetings, the adjustments provided very little, if any, relief. The patient then went back to the hcp who did an evaluation and an x-ray which determined that the leads had migrated. The hcp felt that it would be best to refer the patient to another hcp on (B)(6) to have the paddle lead implanted to lessen the chances of migration and to improve the coverage area. The next hcp appointment was scheduled for (B)(6) 2016 for surgical evaluation to get the neurostimulator leads or the paddle working properly very soon.

Event description:
Additional information was received from the health care professional (hcp) stating that they floured the leads and noted migration then referred the patient to a neurosurgeon for lead appointment on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the leads migrated right after implant. The patient did not know what happened because they had been trying to be careful, but the health care professional (hcp) tool x-rays which confirmed the leads had moved. The lead migration was reported to have occurred in (B)(6) 2016. Stimulation was currently off. The hcp referred the patient to a specialist and an appointment for a consultation was scheduled for early (B)(6) 2016. It was reported that the patient had an MRI unrelated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.